Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #2 to correct h10 MFR narrative and h6 evaluation codes. Follow-up #2: date of submission 01/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: a review of the black box and alarm history did not indicate any power issues. The battery cap attached properly to the pump and the pump powered on with functional auditory and vibratory alarms with a blank display. The presence of audible tones and vibrations indicates that the pump has power. A blank display can be misconstrued by the user as a power issue. The pump cover was removed and no defects were found to the power circuit. The complaint of no power could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: a review of the black box and alarm history indicated multiple consecutive call service 054/052/012 alarms occurred on (B)(6) 2016; the battery compartment was cracked; a slave processor failure was observed, resulting in the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H6 evaluation codes: additional methods code 3372 h3 other text : 02.